Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties removing the device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion in the proximal left anterior descending artery with mild tortuosity and moderate calcification. A 3.5x23 mm xience xpedition stent delivery system (sds) was advanced and the stent was deployed. Post stent deployment, the stent balloon was found difficult to retrieve. The balloon was fully deflated prior to attempting to remove the sds. After several inflation and deflations of the balloon, the sds was able to be removed from the patient anatomy. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.